Event description:
In 2007, baxa was notified that a tpn bag compounded using the exacta-mix 2400 compounder was 175 grams underweight. The pt receiving the tpn reported that the bag ran out faster than anticipated. No injury, illness, medical intervention, lab tests, or add'l monitoring were required.

Manufacturer narrative:
Per normal operation, the user facility compounds a week's worth of tpn bags at a time for the home infusion customers. To determine the cause of this issue, an evaluation of the database, black box files, and mix-check reports for that day's production was conducted specifically for the reporting pt. The eval of the black box files determined the following: the user calibrated the load cell prior to running bags for the subject pt. Calibration appears to have been performed correctly. Eight bags were run for the subject pt. All orders delivered showed a final weight within 3% of ordered volume as indicated by the black box files. All orders compounded for the subject pt for the day were identical in order volume and ingredient contents. All orders compounded in 2007 appear to be within range. The cause of this report cannot be determined.